Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar was defective (defective cannula silicone connection) leading to irrigation leakage before cataract surgery (with intra ocular lens implantation). The procedure was completed on same day with a replacement. No patient body site was affected.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened trocar cannula hub assembly attached to a vent with tubing, in a tray with other items was received for the report. Sample was visually inspected and found to be nonconforming with a damaged septum with extra cuts in it observed. Leak testing could not be performed due to the damage of the sample. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. A contributing factor to the damage is during insertion/removal of the probe from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).